Event description:
The customer stated that a false (B)(6) architect stat troponin-I result of 0.217 ng/ml was generated for a patient sample (ID (B)(4)) that retested negative at 0.010 ng/ml. The customer used a new architect troponin-I reagent bottle (same lot number) and a different sample from the same patient and the result was negative at 0.010 ng/ml. The customer uses an assay cutoff of 0.03 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No patient sample or customer returns were available for investigation. Review of ticket trending and lot search data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of architect stat troponin-I reagent lot 80906un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue is for a discreet sample and retest of the original sample and a subsequent sample produced the expected negative result indicating a possible sample integrity issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results.